Manufacturer narrative:
A MDR decision tree for complaint reporting was reviewed and both device complaints are not considered to be reportable. Both complaint devices were evaluated by the hospital during the pre-use check. A pre-use check is a requirement in the IFU. The devices were not returned for evaluation. However, the device history records were reviewed and all manufacturing and quality inspections were completed in accordance to the instructions. Please note that the hospital noted only one lot number. The lot number is rst1294 (exp date 2010-09, mfg date: 2007-12). The root cause of both malfunctions is unk.

Event description:
Doctor used the reddick scoop tip cholangiogram catheter for an intraoperative cholangiogram. When the scrubber was preparing the device to be used, the dilating balloon (x 2 catheters) ruptured prior to use on the patient. A third catheter had to be used to complete the case.